Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: based on the available information, the root cause is most likely a user error. User did not follow the IFU chapter 2.5.2: "1. Holding the expiratory valve housing (figure 2-3), seat the silicone membrane onto the housing." (Hamilton-c1 operator's manual 624326/05 / 2020-04-20) due to the user error this issue is deemed not to be a reportable event. No further investigation or correction will be performed except those mentioned above.

Event description:
Flow sensor calibration needed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Flow sensor could not be calibrated which may lead to delayed rescue time, resulting in the patient's blood oxygen saturation dropping, suffocation and life threatening. The issue occurred during pre-operational check. No patient involved. No harm to patient or user. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur.

Event description:
Flow sensor calibration fails (with sw version 2.1.1 or higher).